Event description:
The customer reported that the compressor on the ventilator is not working. No patient involvement.

Manufacturer narrative:
(B)(4). The device evaluation by the carefusion field service technician is anticipated but has not yet begun.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and replaced the compressor to resolve the reported issue. Performed testing and unit passed all tests.